Event description:
As reported, the patient had an initial tka on (B)(6) 2012. The patient had a revision due to poly wear. The patient was last known to be in stable condition following the event. No other patient information or medical history provided.

Manufacturer narrative:
Pending investigation. Pending device return.

Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the tibial insert while being implanted for over 10 years. However, this cannot be confirmed as the device was not available for evaluation, pre-revision radiographs were unable to be obtained, and part information for the tibial insert was not provided.